Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model which resolved the issue.

Manufacturer narrative:
Date of birth entered incorrectly on the initial report.